Event description:
It was reported via study that 13 patients underwent a two-stage revision due to deep infection following knee arthroplasties. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01709, and 0001822565-2022-01710. Concomitant medical products: medical devices: unknown articular surface catalog#: ni, lot#: ni. Unknown nexgen lps-flex ps tibial tray catalog#: ni, lot#: ni. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: rissolio, l.; sabatini, l.; risitano, s.; bistolfi, a.; galluzzo, u.; massè, a.; indelli, p.f. Is it the surgeon, the patient, or the device? A comprehensive clinical and radiological evaluation of factors influencing patient satisfaction in 648 total knee arthroplasties. J. Clin. Med. 2021, 10, 2599. Https://doi.org/10.3390/jcm10122599.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2 - correspondence with the journal article author noted the article included patients whose ages ranged from 58 to 78 years at the moment of surgery. A3 - correspondence with the journal article author noted the article included 9 females and 3 males. H6 - component code - proposed code is mechanical (04) femur. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.